Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor was returned to the manufacturer for evaluation. Testing found that the mounting screws on the monitor were damaged. When the monitor was attached to a known operational navigation system, the monitor functioned as designed. Medtronic personnel were unable to replicate the reported issue.

Event description:
A medtronic representative reported that, while outside of a procedure, the monitor for the navigation system was flickering. The representative confirmed the connections for the monitor were secure. No additional information was provided. There was no patient present when this issue was identified.